Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment the valve moved aortic and out of the annulus. The valve was recaptured and repositioned. The blood pressure dampened and remained low throughout the second deployment attempt. The valve was implanted with good result. The blood pressure remained low and cardiopulmonary resuscitation (CPR) was initiated. An impella device was inserted and utilized for left ventricle support. An echocardiogram confirmed the pre-existing left ventricle effusion had worsened and a pericardiocentesis was performed. The effusion improved and the patient was stable. Exploratory surgery was performed and three perforations were repaired: one in the right ventricle and 2 in the left ventricle. The physician stated the patient had friable pericardial tissue which most likely resulted in a wire perforation during the valve procedure. It could not be determined when a wire perforation occurred, but there was a reported possibility the perforation occurred during positioning or deployment of the valve. The patient was stable on a ventilator. The impella device was removed and the valve was functioning well. No additional adverse patient effects were reported.